Manufacturer narrative:
Concomitant medical products: 100 ml fresenius kabi bag of 20% intralipids, lot 10ic8297, expiration 02/2017; therapy date: (B)(6) 2015. The customer¿s report of a leak was not confirmed. Visual inspection of the set observed no obvious damages or any issues. Functional and pressure testing was performed; no leaking or any issues were observed. The root cause of the customer's report of a leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked "at the junction of the hard blue piece that goes in to the alaris pump and the soft tubing." The nurse noted a section of air in the tubing after lipids had been infusing. No patient harm was reported.